Manufacturer narrative:
The field service engineer confirmed the analyzer was in working condition. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial estradiol result was > 3000 pg/ml with flag. The sample was repeated and the second result was > 3000 pg/ml with flag. The sample was auto-diluted 1:10 on the analyzer and the result was 2078 pg/ml. The auto-dilution result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The sample was repeated again and the result was 2990 pg/ml. The sample was auto-diluted 1:10 and repeated a fourth time and the result was 2500 pg/ml. The result of 2500 pg/ml was deemed correct. The analyzer serial number is (B)(4).

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The investigation found that the root cause of the event was consistent with pre-analytical handling issues.